Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accu tni (troponin I) results generated on a unicel dxi 800 access immunoassay system for one pt. The customer re-ran the samples on a different instrument using a different methodology and the results were negative. The initial erroneous result was reported outside the laboratory. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Service was not dispatched to investigate the event. A bci field service engineer (fse) did not evaluate the system. The sample was sent to the bci customer product line support (cpls) for further testing. Cpls testing has confirmed the existence of a pt source interferent for the sample received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for add'l reportable events.